Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a percutaneous coronary treatment procedure, balloon would not inflate. The 90% stenosed lesion being treated was located in the obtuse marginal (om) artery. The 2.5x15mm model maverick 2 monorail balloon was advanced to the target lesion and failed to inflate. The procedure was completed with another device. There were no patient complications reported and the patient status is stable. Returned product analysis reveled a balloon pinhole.

Manufacturer narrative:
Device evaluation revealed blood was present in the lumen and balloon. Using an inflation device, an attempt to pressurize the balloon to nominal pressure (6atm) was unsuccessful. Magnified inspection revealed a balloon pinhole near the mid section of where the distal markerband is located. A thorough inspection of the remainder of the device revealed no other damage. Functional testing confirmed the reported inflation difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)